Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.

Event description:
It was reported that there were pauses seen, pvcs noted to be falling into the blanking period, and unexplained ventricular oversensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.